Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported that the ob nurse hung a secondary medication and programmed the pump to administer the medication. A second nurse then found the secondary infusion bag full, while the first nurse stated, that while previously in the patient room, it was observed to be empty. There was no report of patient harm.

Manufacturer narrative:
This file is not reportable; the 'backflow' was from the primary to the secondary bag, not vice versa.